Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("severe abdominal pain"), arthralgia ("joint aches"), dysmenorrhoea ("dysmenorrhea"), vaginal haemorrhage ("irregular vaginal bleeding"), infection ("infections"), abdominal distension ("bloating"), migraine ("migraines"), weight increased ("weight gain") and back pain ("lower back pain"). The patient was treated with surgery (underwent a procedure to remove the essure). Essure was removed in (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain, arthralgia, dysmenorrhoea, vaginal haemorrhage, infection, abdominal distension, migraine, weight increased and back pain outcome was unknown. The reporter considered abdominal distension, abdominal pain, arthralgia, back pain, dysmenorrhoea, infection, migraine, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ("pelvic inflammatory disease"), pelvic pain ("pelvic pain/pain: pelvis especially on right side"), menorrhagia ("abnormal bleeding (menorrhagia)") and uterine haemorrhage ("abnormal uterine bleeding") in a 36-year-old female patient who had essure (ess205) (batch no. 621685) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test" on (B)(6) 2006 and medical device monitoring error "diagnosed with uterine bleeding and underwent ht ablation" on (B)(6) 2006. The patient's medical history included overweight, uterine bleeding and knee arthroscopy (right). Concurrent conditions included low back pain and headache. Concomitant products included ibuprofen. On (B)(6) 2006, the patient had essure (ess205) inserted. On (B)(6) 2007, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), arthralgia ("joint aches"), endometriosis ("endometriosis"), vaginal haemorrhage ("irregular vaginal bleeding/abnormal bleeding (vaginal)"), abdominal distension ("bloating"), mood swings ("mood swings"), depression ("depression"), anxiety ("anxiety") and feeling abnormal ("brain fog"). In 2007, the patient experienced dysmenorrhoea ("dysmenorrhea"). In 2011, the patient experienced migraine ("migraines") and headache ("headaches"). On (B)(6) 2017, the patient experienced cervix inflammation ("mild chronic inflammation of cervix"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criteria medically significant and intervention required), abdominal pain ("severe abdominal pain/pain: abdomen"), infection ("infections"), back pain ("lower back pain/pain: back"), bladder disorder ("bladder problems or changes: unspecified"), urinary tract disorder ("urinaryproblems or changes: unspecified"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), adenomyosis ("adenomyosis"), cervical cyst ("nabothian cyst"), cervical dysplasia ("high grade nuclear typia") and uterine enlargement ("enlarged uterus") and was found to have weight increased ("weight gain"), leiomyoma ("benign leiomyoma") and uterine leiomyoma ("uterine fibroid"). The patient was treated with surgery (ablation, robotic hysterectomy/right oophorectomy/bilateral salpingectomy, she underwent robotic hysterectomy with bilateral salpingectomy and right oophorectomy and ablation). Essure (ess205) was removed on (B)(6) 2017. On (B)(6) -2017, the uterine haemorrhage had resolved. At the time of the report, the pelvic inflammatory disease, menorrhagia, arthralgia, dysmenorrhoea, endometriosis, vaginal haemorrhage, infection, abdominal distension, migraine, weight increased, mood swings, depression, anxiety, bladder disorder, urinary tract disorder, headache, dyspareunia, fatigue, feeling abnormal, cervix inflammation, adenomyosis, leiomyoma, cervical cyst, cervical dysplasia, uterine enlargement and uterine leiomyoma outcome was unknown and the pelvic pain, abdominal pain and back pain had resolved. The reporter considered uterine enlargement to be unrelated to essure (ess205). The reporter considered abdominal distension, abdominal pain, adenomyosis, anxiety, arthralgia, back pain, bladder disorder, cervical cyst, cervical dysplasia, cervix inflammation, depression, dysmenorrhoea, dyspareunia, endometriosis, fatigue, feeling abnormal, headache, infection, leiomyoma, menorrhagia, migraine, mood swings, pelvic inflammatory disease, pelvic pain, urinary tract disorder, uterine haemorrhage, uterine leiomyoma, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: current weight 147 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.7 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-nov-2018: pfs received : new events, " enlarged uterus" and uterine fibroids " were added. Onset dates of events were added. Concomitant medication was added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
The spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ("pelvic inflammatory disease"), uterine haemorrhage ("abnormal uterine bleeding") and pelvic pain ("pelvic pain/pain: pelvis especially on right side") in a 36-year-old female patient who had essure (ess205) (batch no. 621685) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test" on (B)(6) 2006 and medical device monitoring error "diagnosed with uterine bleeding and underwent ht ablation" on (B)(6) 2006. The patient's past medical history included overweight, uterine bleeding and knee arthroscopy (right). Concurrent conditions included low back pain and headache. On (B)(6) 2006, the patient had essure (ess205) inserted. On (B)(6) 2007, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), arthralgia ("joint aches"), endometriosis ("endometriosis"), abdominal distension ("bloating"), depression ("depression"), anxiety ("anxiety") and feeling abnormal ("brain fog"). On (B)(6) 2007, the patient experienced vaginal haemorrhage ("irregular vaginal bleeding/abnormal bleeding (vaginal)"). In (B)(6), the patient experienced migraine ("migraines") and headache ("headaches"). On an unknown date, the patient experienced uterine haemorrhage (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("severe abdominal pain/pain: abdomen"), dysmenorrhoea ("dysmenorrhea"), infection ("infections"), weight increased ("weight gain"), back pain ("lower back pain/pain: back"), menorrhagia ("abnormal bleeding (menorrhagia)"), mood swings ("mood swings"), bladder disorder ("bladder problems or changes: unspecified"), urinary tract disorder ("urinary problems or changes: unspecified"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), cervix inflammation ("mild chronic inflammation of cervix"), adenomyosis ("adenomyosis"), leiomyoma ("benign leiomyoma"), cervical cyst ("nabothian cyst") and cervical dysplasia ("high grade nuclear typia"). The patient was treated with surgery (ablation) and surgery (she underwent robotic hysterectomy with bilateral salpingectomy and right oophorectomy). Essure (ess205) was removed on (B)(6) 2017. On (B)(6) 2017, the uterine haemorrhage had resolved. At the time of the report, the pelvic inflammatory disease, arthralgia, dysmenorrhoea, endometriosis, vaginal haemorrhage, infection, abdominal distension, migraine, weight increased, menorrhagia, mood swings, depression, anxiety, bladder disorder, urinary tract disorder, headache, dyspareunia, fatigue, feeling abnormal, cervix inflammation, adenomyosis, leiomyoma, cervical cyst and cervical dysplasia outcome was unknown and the pelvic pain, abdominal pain and back pain had resolved. The reporter considered abdominal distension, abdominal pain, adenomyosis, anxiety, arthralgia, back pain, bladder disorder, cervical cyst, cervical dysplasia, cervix inflammation, depression, dysmenorrhoea, dyspareunia, endometriosis, fatigue, feeling abnormal, headache, infection, leiomyoma, menorrhagia, migraine, mood swings, pelvic inflammatory disease, pelvic pain, urinary tract disorder, uterine haemorrhage, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: current weight 147 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.7 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-sep-2018: quality-safety evaluation of product technical complaints. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
The spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ("pelvic inflammatory disease"), uterine haemorrhage ("abnormal uterine bleeding") and pelvic pain ("pelvic pain/pain: pelvis especially on right side") in a 36-year-old female patient who had essure (ess205) (batch no. 621685) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test" on (B)(6) 2006 and medical device monitoring error "diagnosed with uterine bleeding and underwent ht ablation" on (B)(6) 2006. The patient's past medical history included overweight, uterine bleeding and knee arthroscopy (right). Concurrent conditions included low back pain and headache. On (B)(6) 2006, the patient had essure (ess205) inserted. On (B)(6) 2007, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), arthralgia ("joint aches"), endometriosis ("endometriosis"), abdominal distension ("bloating"), depression ("depression"), anxiety ("anxiety") and feeling abnormal ("brain fog"). On (B)(6) 2007, the patient experienced vaginal haemorrhage ("irregular vaginal bleeding/abnormal bleeding (vaginal)"). In (B)(6), the patient experienced migraine ("migraines") and headache ("headaches"). On an unknown date, the patient experienced uterine haemorrhage (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("severe abdominal pain/pain: abdomen"), dysmenorrhoea ("dysmenorrhea"), infection ("infections"), weight increased ("weight gain"), back pain ("lower back pain/pain: back"), menorrhagia ("abnormal bleeding (menorrhagia)"), mood swings ("mood swings"), bladder disorder ("bladder problems or changes: unspecified"), urinary tract disorder ("urinary problems or changes: unspecified"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), cervix inflammation ("mild chronic inflammation of cervix"), adenomyosis ("adenomyosis"), leiomyoma ("benign leiomyoma"), cervical cyst ("nabothian cyst") and cervical dysplasia ("high grade nuclear typia"). The patient was treated with surgery (ablation) and surgery (she underwent robotic hysterectomy with bilateral salpingectomy and right oophorectomy). Essure (ess205) was removed on (B)(6) 2017. On (B)(6) 2017, the uterine haemorrhage had resolved. At the time of the report, the pelvic inflammatory disease, arthralgia, dysmenorrhoea, endometriosis, vaginal haemorrhage, infection, abdominal distension, migraine, weight increased, menorrhagia, mood swings, depression, anxiety, bladder disorder, urinary tract disorder, headache, dyspareunia, fatigue, feeling abnormal, cervix inflammation, adenomyosis, leiomyoma, cervical cyst and cervical dysplasia outcome was unknown and the pelvic pain, abdominal pain and back pain had resolved. The reporter considered abdominal distension, abdominal pain, adenomyosis, anxiety, arthralgia, back pain, bladder disorder, cervical cyst, cervical dysplasia, cervix inflammation, depression, dysmenorrhoea, dyspareunia, endometriosis, fatigue, feeling abnormal, headache, infection, leiomyoma, menorrhagia, migraine, mood swings, pelvic inflammatory disease, pelvic pain, urinary tract disorder, uterine haemorrhage, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: current weight 147 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.7 kg/sqm. Most recent follow-up information incorporated above includes: on 28-aug-2018: reporter information was added. This case concerns 36 year old patient. Her demographics were added. Her historical conditions were added. Essure indication was added. Essure insertion and removal date were added. Essure lot number was added. Per plaintiff fact sheet following events: pelvic inflammatory disease, endometriosis, abnormal uterine bleeding, abnormal bleeding (menorrhagia), mood swings, depression, anxiety, bladder and urinary problems or changes: unspecified, headaches, dyspareunia (painful sexual intercourse), fatigue, brain fog, mild chronic inflammation of cervix, nabothian cyst, adenomyosis, benign leiomyoma and high grade nuclear atypia and diagnosed with uterine bleeding and underwent ht ablation and she did not undergo essure confirmation test were added. She had recovered from event pain and uterine bleeding. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.